Event description:
Caller reported a malfunction on the pump, identified by malfunction code 12, with no notable events occurring prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Customer was instructed to return the problematic pump to tandem and acknowledged understanding of the steps needed. Technical support sent a replacement pump to the customer.